Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop failed to extend. The plastic sheath was torn but remained intact. The device was not inserted into the scope and no parts of the device detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief and the handle cannula was in good condition. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached; this condition does not allow the device to be actuated. The most probable root cause of this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.